Event description:
Equipment malfunction upon inspection before and immediately after opening package. Observed all balloons had ruptured or had a crack. All products with the same lot number wer removed from service.